Event description:
It was reported that since september 2020 the user's hearing performance with the device has decreased significantly. After the external parts were checked and exchanged there was no improvement, it was decided to re-implant. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that since (B)(6) 2020 the user's hearing performance with the device has decreased significantly. After the external parts were checked and exchanged there was no improvement, it was decided to re-implant. The user was re-implanted with a shorter electrode array (compressed).

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.